Manufacturer narrative:
This report is submitted on june 11, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted september 17, 2019. - attachment: [144467 device analysis report reg.pdf].